Event description:
Nellcor puritan bennett received info stating, "pt passed away while on vent but not a result of any vent malfunction. No incident report was filed. Customer states that it is their policy to have vent recertified anytime death is involved." Evaluation and recertification of the device to be performed by the manufacturer.